Manufacturer narrative:
A partial lead with the lead tip measuring 45.8cm was returned for analysis. The portion of the lead that was returned was normal. Due to the condition of the lead as received, further testing could not be performed.

Event description:
It was reported that the lead was exhibiting an increase in impedance. Threshold values have been high since the time of implant. The lead was explanted and replaced during routine device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.